Manufacturer narrative:
Explant date has been updated to the accurate date. Initial explant procedure date provided was incorrectly reported by sales representative.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted. It was noted that this lead had become dislodged two times and had exhibited high capture thresholds. There was no replacement at this time. It was noted this patient was sent home with a life vest. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was explanted and replaced. It was noted that this lead had become dislodged two times and had exhibited high capture thresholds. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise as well as out of range pacing impedance measurements. Tachy therapy was programmed off for this lead. Technical services (ts) analyzed device episode data and determined that the noise was non-physiological. No adverse patient effects were reported. Currently, this lead remains in service.